Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's lead has high impedances. Diagnostic testing revealed the lead had fractured. As result, the lead was explanted and replaced on (B)(6) 2025. Effective therapy was restored post-operatively.

Manufacturer narrative:
Updated a4 patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.